Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a sensor anomaly and a high blood glucose value. Blood glucose value was 451 mg/dl at the time of the incident. Troubleshooting was declined for the high blood glucose value and sensor anomaly. The customer did not mention if auto mode was in use. The device will be replaced and returned.